Event description:
Provider states the handle broke on the scooter. Provider chose the part he needed from the leo-4s web parts page, part 1169008 the throttle lever. Provider was advised non warranty. Provider states no property damage or injury alleged, no further information provided.